Event description:
Pt status post veptr ii implantation, on an unk date, presented to surgeon complaining of sudden increased pain. X-rays on an unk date showed broken ti proximal extension and ti distraction lock. Pt was returned to operating room on (B)(6) 2012, broken hardware was removed with pt revised to another veptr ii implant. It was noted pt is an active (B)(6) and returns to hosp for veptr ii treatment every six months. This is two of two reports for this event.

Manufacturer narrative:
The raw material and device records were reviewed and met specs. The device was examined and the device has several areas of scrapes, gouges, and area of missing anodize on the interior and exterior surfaces. The center pin displays wear and rounding or surface features along the upper top edge. All related features were inspected and met spec with the exception of l11 ear distance which failed due to device damage post-mfg.